Event description:
A customer reported that during a patient procedure, using a glidescope core smart cable, the image intermittently goes away. No delay in the procedure, use of a backup device, or harm to the patient was reported.

Manufacturer narrative:
A replacement glidescope core smart cable was provided to the customer and the reported glidescope core smart cable was returned to verathon for evaluation. A verathon technical service representative evaluated the returned smart cable and was able to confirm the reported image issue. When connected to known, good, test verathon equipment, poor connection with the cable's hdmi connector caused the image to cut in and out. The customer's glidescope core smart cable failed verathon's device functionality testing. Upon completion of verathon's device evaluation, the smart cable was scrapped due to the customer already being provided a replacement and there being no repairs available for the device. Corrective action is not required at this time. Verathon will continue to monitor for ongoing trends.